Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was hospitalized after getting shocked by their implantable cardioverter defibrillator (ICD); interrogation of the ICD revealed two episodes of ventricular tachycardia. The patient's potassium was replaced and additional medication was given. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after getting shocked by implantable cardioverter defibrillator (ICD). There was no issues with the ventricular assist device (vad) and the patient did not have any syncope, pre-syncope or loss of consciousness. The device was interrogated revealing two episodes of ventricular tachycardia, one pace terminated and second with a shock. The patient's potassium was replaced and additional medication was given. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.